Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 03/23, customer reports fluoro failed at the beginning of the day. Customer does not have another room for procedures.